Manufacturer narrative:
(B)(4). Evaluation: results: other (root cause of event could not be determined).

Event description:
An attempt was made to inflate a 3.25mm diameter x 15mm length nc sprinter rx balloon dilatation catheter in to a patient; however, it was reported that the balloon of relevant device ruptured at nominal pressure. The patient is reported to be fine and no other clinical sequelae were reported. Evaluation summary: medtronic has received the device and its analysis has been completed. The balloon was still partially inflated. The presence of blood in the balloon and inflation lumen indicated the presence of a leak. The device was placed in a water bath in an effort to disperse the residue. On removal from the water bath negative purge confirmed the presence of a leak. The balloon was inflated and a pin hole was indicated over the distal marker band.